Event description:
It was reported that the customer had high blood glucose levels of 303 mg/dl. The father of the customer reported that the insulin pump would keep alerting them to low predictive blood glucose levels where the actual blood glucose levels were well above the limits set. The customer also reported that the threshold suspend feature of the insulin pump activated. Troubleshooting was done. The history log of the insulin pump showed a different date on when the threshold suspend occurred. The customer was offered an insulin pump replacement. The customer declined to have the insulin pump replaced and would like to wait and monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).